Event description:
It was reported that a motor stall occurred and was confirmed by telemetry. The patient had an MRI on the day of the report ((B)(6) 2012); however, upon pump interrogation, it was found that multiple motor stalls had occurred, roughly 1 a day, from at least (B)(6). There were no logs older than (B)(6), so it was unknown if the issue occurred before then. The reporter interrogated the pump again approximately 20 minutes later and the pump had still not recovered. The reporter also mentioned that the patient's pump was refilled a few days prior to the report and "they got back about 3ml more than expected" but did not think anything of it or notice any motor stalls at that time as the pump logs were not checked. There were no therapy issues or symptoms associated with the event. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the motor stall did recover after the MRI; however it continued to intermittently stall and recover. It was indicated that multiple stalls occurred per day that was noted in the logs on (B)(6) 2012. It was confirmed at the time of the motor stall on (B)(6) 2012, there were no patient symptoms or injury related to the event. It wasn't noted until after the MRI on (B)(6) 2012, that the patient had trouble lifting her right leg. Then on (B)(6) 2012, she experienced spasms. The pump was replaced and the patient's outcome was reported as recovered without sequela.

Event description:
Additional information received corrected that the pump was refilled on (B)(6) 2012. Additional information received reported that the health care professional only filled the pump with 20 ml because ¿the patient did not need that much.¿ no alarm was heard by the patient or health care professional. It was noted that the pump was interrogated again couple hours after the patient had magnetic resonance imaging and no motor stall recovery was found at that time.

Manufacturer narrative:
Product ID: 8711, lot# n126739004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found the pump motor gear train anomaly. Corrosion and wear and lack of lubrication was also noted. Significant residue was noted in the gear train. Residue was also seen on the pinion of gear 1, the teeth of gear 2 and the upper shaft of the rotor magnet. Significant residue was also seen on the jewel of the bottom bridge assembly. There were multiple motor stalls and recoveries seen in the logs.